Event description:
Failure to heal and infection required removal of implant.

Manufacturer narrative:
Evaluation/conclusion: sargon "ex" "1657". Implant remained mobile and has never healed. Finally, removed after proper healing. Dr (B)(6) will replace with 13 mm sc implant.